Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation, the reported failure cannot be verified. It cannot be determined what type of damage the active tip sustained that led to this type of failure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Discarded by customer.

Event description:
The sales rep reported that during a shoulder repair that two of the customer's vapr electrode s90 electrodes sparked at the tip when in the patient's joint space. The surgeon completed the procedure with a 3rd like electrode with no patient consequences or delays. The sales rep reported that the generator was set to default, the customer was using gravity for suction, and the electrode was not reprocessed. The sales rep was not sure how long each device was used when they sparked. The customer discarded the complaint devices. See associated medwatch # 1221934-2015-10055.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for the second electrode in this complaint is 1221934-2015-10055 UDI: (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported that during a shoulder repair that two of the customer's vapr electrode s90 electrodes sparked at the tip when in the patient's joint space. The surgeon completed the procedure with a 3rd like electrode with no patient consequences or delays. The sales rep reported that the generator was set to default, the customer was using gravity for suction, and the electrode was not reprocessed. The sales rep was not sure how long each device was used when they sparked. The customer discarded the complaint devices.